Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that multiple call service alarms were received that did not show in the pump history. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2017 with the following findings: during investigation, the pump was powered on to a call service 006 alarm. Further testing was unable to be performed due to the inability to clear the cs 006 alarm. Evaluation revealed an intermittent electronically erasable programmable read-only memory (eeprom) component failure. The pump was opened and no physical damage was observed to the eeprom component.